Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to FDA: 1/20/2020. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.